Event description:
Healthcare professional reported a xen®45 gts event described as "fragment of xen remained in anterior chamber, found on exam post-op. Day 1" in unknown eye. On post-op. Day 7, the device was removed in minor or. Surgery completed with backup device. No eye injury noted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time.